Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a healthcare professional that the death was device related.

Event description:
New information received notes that the patient had been admitted to the hospital on multiple occasions for a number of reasons, including dehydration, acute on chronic renal failure, non-sustained vt, chf and pneumonia. Prior to his 12 month follow-up visit, the patient's family contacted the clinic stating that the patient expired. No reason was given. The most recent device check on (B)(6) 2011 showed the device to be functioning properly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.